Event description:
New information states that during a follow-up, high pacing lead impedance was observed on the lead. The device reached normal eri and will be replaced next month. Possible lead revision will be performed as well. The device is performing normally with increased rv outputs. The patient did not suffer any adverse event, and will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up in clinic, high pacing lead impedance was observed on the right ventricular lead. High, out of range, high capture threshold was also noted. The patient did not suffer any adverse event, and will continue to be monitored.